Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an unrelated procedure. The physician decided to visualize the right ventricular lead under fluoroscopy for evaluation and found externalized conductors. Lead performance was evaluated and found to be performing within expectations. No intervention was taken at the time. The patient was stable post procedure.